Manufacturer narrative:
Concomitant products: product ID: 64002, lot# n364599, implanted: (B)(6) 2014, product type: adapter. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3389s-40, lot# v533559, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3389s-40, lot# v541946, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. The patient wanted to check their implantable neurostimulator (ins) since they felt like the ins was turned off the last few days. The patient had fallen on (B)(6) 2015 and broke some ribs. The patient was not able to sync with the ins due to needing to replace the patient programmer batteries. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that it was unknown if there was a 50% or greater symptom reduction and the component involved was the ins. There was increased falls over the past few weeks and the patient was concerned that the stimulator was off. The patient was seen in the clinic on (B)(6) 2015 to evaluate the device. It was verified that the stimulator was "on" and functioning; the patient was advised to use the wheeled walker. The cause of the event was not determined and was not device related. The patient's status was unchanged; pd had progressed and the device was operating properly.